Event description:
It was reported that, "the doctor reported that the screwdriver broke while tightening a screw."

Manufacturer narrative:
Device was discarded by the hospital. If additional information is received it will be reported on a supplemental report.